Event description:
It was reported that patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) was unable to convert the patient's rhythm fast enough when the patient went into ventricular tachycardia. The ICD was explanted and replaced. Patient was stable.